Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt. The customer's blood glucose was 129 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window and broken belt clip slot.